Manufacturer narrative:
Device received with pump error 35 and critical pump error due to moisture damage at electronic assembly and force sensor. Unable to perform motor test due to moisture damage at motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 6.0 mmol/l at time of incident. Customer states was in an exercise class when pump alarmed critical error. Customer states pump expose to high magnetic levels. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.